Event description:
It was reported that the after an unknown xience prime stent was implanted in the mid left anterior descending artery, the 2nd diagonal artery occluded. A non-abbott balloon was being used to treat the occluded diagonal, when a perforation occurred in the artery. The graftmaster was selected to treat the perforation; however, the graftmaster failed to cross the lesion. A 3.5x15 nc trek balloon was used to treat the perforation and the occlusion of the 2nd diagonal successfully. There was no clinically significant delay in the procedure due to the no cross of the graftmaster device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, fielder, whisper es, guide cath: mach 1, stent: graftmaster. There were no reported product deficiencies. The reported patient effect of occlusion is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The graftmaster is being filed under a separate medwatch report.